Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 65% to 5% after being connected to a power source. In addition, the pump was unable to be charged despite the attempt of multiple wall adapters. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.